Event description:
Syringe was found to have a defect in the labeling portion. This is a bd becton dickinson 30 ml syringe ref #302832. The ml markings circled around the syringe rather than showing up and down in a straight vertical fashion and was also smudged. The syringe was not used in any way on the patient but was found when attempting to administer medication to the patient. Again, the defective syringe was not used on the patient/did not reach the patient. The outside packaging was also smudged, and the expiration date wasn't clear. It looks as if the expiration is either 11-30-2030 or 11-30-2033.